Event description:
Patient tissue tested at clinic was initially reported as negative, however, upon consult with another facility tissue reported positive.

Manufacturer narrative:
Requests for additional information and discussions with pathologist at clinic are ongoing. No reports of impact to patient care at this time.